Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify communication anomaly due to buttons not responding.

Event description:
The customer reported via phone call that she wants a replacement pump as she just walked in on magnetic resonance imaging and she wants it before it causes any further problems. The customer's blood glucose was 123 mg/dl at the time of incident. The device was expected to be returned for analysis.